Event description:
It was reported when the physician inserted an ablation catheter into the sheath, air was found in the sheath. Another device came from the same model, different lot was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. The cause for the reported leak remains unknown.